Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation it was reported by a representative of c.h. Annecy genevois (france) that on 20jun2023, a male patient required replacement of the catheter from a wayne pneumothorax set (rpn: c-utpt-1400-wayne-112497-imh; lot#: unknown). The device was placed to treat a complete, right pneumothorax, but it "did not work" as expected. No difficulty upon placement was reported, and an x-ray confirmed correct placement. There was no issue connecting the valve to the drain, yet no bubbling in the collection chamber was noted. The pneumothorax worsened. The catheter was removed, and a second identical device was placed; however, the same failure occurred. Finally, a third, unknown "more traumatic" device was placed in the patient. It was noted that the patient experienced additional pain due to this event, but no other adverse effects were reported. Reviews of the documentation, including the instruction for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure more prior to distribution. A review of the device history record (DHR) could not be conducted due to the lack of lot information provided by the facility. Cook reviewed the sales history for the customer; however, the complaint lot was unable to be identified. Cook also reviewed product labeling. The product IFU does not contain information regarding the reported failure mode. Evidence gathered upon review of the dmr does not indicate that the device was not manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product, and the results of our investigation, a definitive cause for the failure could not be established. It is possible that the catheter's obturator was still inside the catheter, but cook cannot confirm this without additional information or examination of the device. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. It was reported that the device was not used to remove a large volume of fluid or a hemothorax; it was used to treat a complete pneumothorax. The blue portion of the chest drain valve was closest to the patient. The problem seemed to be with the catheter. No other ancillary devices were attached because the catheters were removed quickly. No photos are available.

Event description:
It was reported that a male patient required replacement of the catheter from a wayne pneumothorax set. The device was placed to treat a complete right pneumothorax, but it "did not work" as expected. No difficulty upon placement was reported, and an x-ray confirmed correct placement. There was no issue connecting the valve to the drain, yet no bubbling in the collection chamber was noted. The pneumothorax worsened. The catheter was removed, and a second identical device was placed; however, the same failure occurred. Finally, a third, unknown "more traumatic" device was placed in the patient. It was noted that the patient experienced additional pain due to this event. The patient was seen two weeks later. The lung was said to be "reattached", and the wounds were reportedly clean and non-inflammatory. No other adverse effects were reported for the patient.

Manufacturer narrative:
G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.